Event description:
Additional information identified the patient underwent surgical intervention where the ipg was explanted to address the issue.

Event description:
Follow up information identified the issue has resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a burning sensation at the ipg pocket site with and without stimulation turned on. Surgical intervention may be pending to address the issue.